Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were observed. It was noted that the user let off the foot pedal once cold pixels were observed. There were no patient complications reported in relation to this event.